Event description:
Patient reported that the device memory shows values of 78.0, 77.0, and 80.0. Patient noted that no units of measurement (mg/dl or mmol/l) appear beside the values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.